Event description:
A hospital in (B)(6) reported that when they opened an rt265 infant breathing circuit kit they found that the dryline tube was missing.

Manufacturer narrative:
(B)(4). The rt265 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint breathing circuit was received at fisher & paykel healthcare (B)(4) and was visually inspected. Results: the dryline was found to be missing from the breathing circuit kit. A lot check revealed no other complaints of this nature for lot number 120526. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted dryline. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card, detailing all components required which must be displayed at the packing station. (B)(4).